Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 14593976. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35 . Serial: (B)(6). Batch: 2000002547. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 14593976, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 2000002547, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were electively replaced due to magnetic resonance imaging (MRI) conditionality. The devices were discarded by hospital policy and will not be returned for analysis. Postoperatively, the patient exhibited no complications.